Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a staphylococcus aureus infection was. They were admitted several times for the infection. The first admission was on (B)(6) 2023 for sepsis and staphylococcus aureus. The second admission was in (B)(6) 2023, also for staphylococcus aureus. The patient was admitted in (B)(6) 2024 for vacuum-assisted closure (vac) therapy, and then again on (B)(6) 2024 for staphylococcus aureus of the sternum which ended in sepsis. They received chronic antibiotic therapy with an additional two times of vac therapy to clean the wound. The patient experienced wound pain and a fever. Driveline/device infection was also present but the left ventricular assist device (lvad) was running as expected. The patient passed away on 05dec2024 due to sepsis due to chronic sternum infection. The outcome was not considered device or therapy related. An autopsy was not performed. The device was not explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d6a: date of implant corrected. No further information was provided. The manufacturer is closing the file on this event.